Event description:
During an amplatzer amulet implantation procedure to close the left atrial appendage a pericardial effusion occurred. Following the implant, an effusion was noted due to the use of the ice catheter maneuvering from the right atrium to the left atrium. A pericardiocentesis was performed. The patient was unstable and expired due to septic complications. There were no alleged malfunction with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, bleeding may occur as a result of the delivery of electrical energy during internal defibrillation or at the catheter introducer site.